Event description:
It was reported that the iLet displayed an ¿Unable to Proceed¿ message during a supply change, and despite inspecting the cartridge chamber, restarting the device, and performing a dry run, the message persisted; this was associated with an alert history consistent with consecutive motor stalls indicating failure to infuse, and the affected component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, aligned with a failure to infuse due to a stalled motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.